Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) during cardiac arrest, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another pair of electrode pads to monitor the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data showed that the electrode pads were attached. However, the device is left in lead ii view, so the signal via the pads is not being displayed on the device. Although this prevented the ECG signal from being viewed on the display, this is not an indication of a device malfunction. The user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. The logs show after approximately 7 minutes, the user changes out the electrode pads and the lead view is then changed to pads view and the signal immediately displays for the remainder of the case. Analysis for reports of this type has not identified an increase in trend.